Event description:
Per the clinic, the device was explanted due to patient complaints of pain (date not reported). It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).